Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block b5: additional information block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Block f10, h6: problem code and device code 2976 captures the reportable investigation result of stent damaged. Block h10: investigation analysis an advanix stent was returned for analysis. A visual evaluation of the returned device revelaed that residues inside the stent indicates use and handling of the device. The stent was kinked at proximal section and marks observed at proximal section of the stent indicates that there was interaction with another devices/tools. Based on product analysis, the issue occured during procedure. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink the stent, also interaction with the scope or other devices could have damaged the stent making some marks on it. Once the device is kinked it can affect the performance of the device. Therefore, 'adverse event related to procedure' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to deploy the stent, the guidewire used was damaged. The procedure was successfully completed with this device. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent was damaged this event has been deemed an MDR reportable event. Please see block h10 for full investigation details. **additional information received on (B)(6) 2020** the customer completed with another another advanix stent.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Investigation analysis: an advanix stent was returned for analysis. A visual evaluation of the returned device "revelaed" that residues inside the stent indicates use and handling of the device. The stent was kinked at proximal section and marks observed at proximal section of the stent indicates that there was interaction with another devices/tools. Based on product analysis, the issue occured during procedure. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink the stent, also interaction with the scope or other devices could have damaged the stent making some marks on it. Once the device is kinked it can affect the performance of the device. Therefore, 'adverse event related to procedure' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to deploy the stent, the guidewire used was damaged. The procedure was successfully completed with this device. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent was damaged this event has been deemed an MDR reportable event.